Event description:
It was reported during the insertion of the hcp catheter, a crack was observed at the tip of the microintroducer. Subsequent attempts to open it revealed the same issue. No other information was provided. It was reported this occurred with two devices. This report addresses both devices.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a cracked microintroducer sheath is confirmed; however, the exact cause is unknown. One photograph of a microintroducer was returned for evaluation. Visual observation of the photograph shows an assembled microintroducer on top of a package. The distal tip of the microintroducer sheath is observed to be cracked. No other damage can be discerned from the photograph. No use or blood residue can be observed in the photograph. No other sample was obtained to determine damage. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.